Event description:
It was reported that the atrial lead dislodged. After the lead was repostioned, p waves measured 1.8 mv, impedance 587 ohms and threshold 1.9 v. After the lead was connected to the pulse generator and suturing of the pocket began, the threshold increased to greater than 3.0 v. Therefore, the lead was again repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.